Event description:
Per the clinic, the patient experienced a performance decrement and intermittency. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. Excessive skin flap thickening was reported at the time of explantation, the patient was not reimplanted pending allergy testing.

Manufacturer narrative:
This report is filed february 26, 2014.